Manufacturer narrative:
Manufactures investigation conclusion: review of the patient¿s submitted log files confirmed low speed events and a pump stoppages; however, evaluation of the patient¿s replaced portion of the driveline from the lvad did not find damage that could have contributed to the events seen within the log file. A direct relationship between the device and the reported syncopal episodes could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021. The log file recorded pump stoppages and/or low speed operation events on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. The patient was operating on their mobile power unit during all of these events. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The silicone jacket, bionate layer, and metal braided shield were all unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation along the length of the driveline segment. The returned portion of the driveline was then suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that would have contributed to the reported events captured in the log files. The account reported that the patient experienced further pump stoppages after the driveline repair. The patient was discharged home on an ungrounded patient cable. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-03701.

Manufacturer narrative:
Patient history of pump exchange and percutaneous lead repair covered under manufacturer report numbers 2916596-2017-00442 and 2916596-2020-04935, respectively.

Event description:
It was reported that the patient had a pump exchange on (B)(6)2017 due to a malfunctioning driveline and a percutaneous lead repair on (B)(6) 2020. The patient's controller was now alerting for low flows and the patient experienced 2 syncopal events on (B)(6) 2021 and (B)(6) 2021. Per the patient's wife, the events occur while the hooked up to ac power. A log file review was requested. Technical services (ts) reviewed the log file and observed low speed, pump stop, and low flow events starting at the beginning of the log on (B)(6) 2021 and continuing until (B)(6) 2021 anytime the patient was using the mobile power unit (mpu). The pump had a hard time maintaining the fixed speed when using the mpu. The alarms resolved when the patient was using battery power. Ts explained that this type of behavior has been linked to potential issues with the percutaneous lead. In order to determine possible areas of concern in the driveline, x-rays were requested. Additional information communicated on 08feb2021 reported that the customer could not recreate the alarms in clinic and the patient was discharged home on a regular cable for ac. The vad coordinator reported that, due to the patient's age, they would want to exhaust minimally invasive procedures before entertaining a pump exchange. The customer would like to try a distal end repair since there is at least 3 inches of space to perform another repair. Ts would be onsite on (B)(6) 2021 to perform the repair. During the driveline repair, technical services spliced the driveline approximately 2.5-3 inches from the exit site (1.5-2 inches above previous repair). All 6 wires were connected and the area of the driveline was closed successfully. The patient was given care instructions. Post-procedure, upon sitting on the side of the bed, the patient had additional pump stoppage alarms. The doctor spoke with the patient in depth and explained that he is not a candidate for an additional pump exchange. It was decided to send the patient home with a power module and an ungrounded cable. The patient was discharged on (B)(6) 2021.